Manufacturer narrative:
High test results; (B)(4): no consequences or impact to patient; (B)(4). Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A specificity testing protocol was executed using lot (B)(4) and met acceptance criteria which indicated that lot is performing as expected. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the prism hcv reagent; list 06a52, lot 11786li00 was not identified.

Event description:
The customer observed a (B)(6) result for one patient while using the prism hcv assay. The customer indicated that the patient specimen was (B)(6) when tested with the riba method. There was no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). Additionally, the following statement was omitted in error in the initial report: this report is being filed on an international product, list 06a52-48 that has a similar product distributed in the us, list number 06d18-68. Please refer to the manufacture report number 1415939-2013-00139 for the corrected information.